Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the connector on the system controller black power cable was not confirmed as no damage was observed on the connector of the returned controller. The reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file and log file downloaded from the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6)) revealed that it was in unremarkable physical condition. During testing, the system controller black power cable was connected and disconnected from a test power module patient cable and test 14v batteries multiple times without any issues. The controller's black power cable connector nut was able to be fully threaded to the test patient cable and test battery clips without any issues. The controller's power cables were manipulated by hand when connected to the 14v batteries and power module in an attempt to reproduce the reported atypical power cable disconnect alarm; however, no issues or atypical alarms were produced. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The submitted log file and log file downloaded from the returned system controller contained approximately 6 days of relevant data combined ((B)(6) 2021 per the timestamps). The log files captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections from (B)(6) 2021 at 13:37:17 to (B)(6) 2021 at 13:02:35 due to the rsoc voltage dropping to approximately 0 v. The log files also captured intermittent low voltage advisory alarms that were not associated with routine battery depletion on (B)(6) 2021 from 17:01:51 to 20:18:35 due to the rsoc voltage fluctuating, causing the voltage to drop below the low voltage threshold. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. The driveline was disconnected on (B)(6) 2021 at 09:33:34 to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Provided information indicated that exchanging the system controller resolved the atypical alarms. The root cause of the reported event of damage to the system controller¿s black power cable connector could not be conclusively determined through this analysis. The root cause of the reported atypical power cable disconnect alarms could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 13may2021. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage advisory alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a problem with switching power sources on black connector of controller. The black connector was damaged due to manufacturing defect. Log file revealed power cable disconnect alarms. The controller was exchanged.